Manufacturer narrative:
A ge oec service representative investigated the issue and found the system required a cpu upgrade to repair the malfunction. The cpu was upgraded with the celeron upgrade kit and associated components. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a cold boot issue, where the system would not properly boot in the mornings, and require a recycle of the power to correctly turn on.